Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. A transseptal puncture was performed with a brockenbrough needle under echocardiogram guidance. Left atrial mapping was conducted using a pentaray catheter. Left pulmonary vein ablation took 40 minutes. During ablation, after ablating the anterior wall and while ablating the posterior wall, the patient became hypotensive with systolic blood pressure as low as 60 mmhg. A cardiac tamponade was confirmed via an intracardiac echocardiogram. A pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition. There is no information regarding hospitalization. The patient outcome was that she fully recovered. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. The physician commented that during the procedure, the contact force was not excessive. It was also noted that the event may have occurred in the left atrium as the pao2 value of the pericardial fluid was 73mmhg. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.